Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f249 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f249 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer sent an email to report a tubing leak during the treatment procedure. The customer stated during the return phase of red blood cells, the physician flushed the patient's return line with a saline syringe using the needle free injection port on the return line. The customer stated at the time the physician removed the syringe the injection port did not lock and started to leak. The customer stated they used a sterile locker cover to close the injection port and continued with the treatment. The customer stated the treatment ended successfully with blood being returned to the patient. The customer stated the patient was stable. The customer has returned a photograph for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. The customer provided photograph shows the needle free "y" port. The photograph was unable to confirm if the port was leaking or damaged. A material trace conducted as part of the investigation for the needle free "y" port including incoming, in-process or review of complaints data used to build lot f249 did not find any previous non-conformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the leak could not be determined based on the information provided. This investigation is now complete. (B)(4). (B)(6) 2018.